Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an "error-9" message from the adc device and was unable to obtain readings. The customer became hypoglycemic, sweaty, and lost consciousness, requiring treatment of glucose gel from paramedics. The customer was taken to the hospital for observation for three hours and then released. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an "error-9" message from the adc device and was unable to obtain readings. The customer became hypoglycemic, sweaty, and lost consciousness, requiring treatment of glucose gel from paramedics. The customer was taken to the hospital for observation for three hours and then released. There was no report of death or permanent injury associated with this event.